Event description:
The customer reported that the system displayed regulator error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament was calibrated and the miliamps and the filament signals were verified. The system was tested and found to be working as intended and put back into service.